Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint of a damaged (melted and scorched) disposable set is confirmed and the root cause is identified as the set being in close proximity to the patient's stove based on information provided by the patient. The patient did not use the set for therapy. The label review found the labeling adequate for the potential use error in this complaint. Renal quality engineering and the manufacturing site will continue to monitor this product line for adverse trends and will further take corrective and preventive action(s), as appropriate.

Event description:
A patient contacted global technical services (gts) regarding assistance while using the homechoice (hc) during setup. The patient stated that the cassette was still in the bag near the stove and that the outer bag got a little "scorched" and the end of the drain line was a little "melted". The patient explained that he setup with it anyway and the hc now displays "connect yourself". The patient wanted to know if it was safe for use tonight. Gts explained that since the cassette was exposed to excessive heat that it should not be used. Product surveillance contacted the patient who explained everything had been taken care of and they have had no further problems. No injury or medical intervention was reported.